Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, rupture, pain, capsular contracture, baker grade I photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. Product discolored: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side 'extracapsular rupture with silicone perspiration', 'pain felt in the breast', 'exposure of the breast prosthesis', 'changing the color', and capsular contracture baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture, breast pain and product discolored was received on feb 27, 2025 with lot number: 2225318. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. Product discolored: no observed. As per the investigation procedure creases and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side 'extracapsular rupture with silicone perspiration', 'pain felt in the breast', 'exposure of the breast prosthesis', 'changing the color', and capsular contracture baker grade I. Device has been explanted and replaced.